Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse) was unable to be confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the failure was isolated to the u409 can transceiver on the computer/analog board. Pin 3 on u409 was shorted. In addition, insulated-gate bipolar transistors (igbts) q12 and q16 were shorted. The root cause for the shorted u409 transceiver could not be positively identified. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a monophasic pulse during incoming functional testing.